Event description:
This report was received via a lens return in which a physician implanted a model 722d/23.00(d) ceeon lens. The lens implant was performed on 7/2/1998. About one week later, it was noted that the capsular bag was torn and the iol dislocated. The 722 d iol was explanted and an anterior chamber iol model uv65 was implanted. It was reported that the problem was due to a surgical problem, not a lens problem. Surgical intervention was necessary to prevent further injury/damage.